Event description:
It was reported the patient experienced no stimulation sensation with the device turned on. The device was completely charged and still there was no stimulation. The device was 75% charged when the stimulation stopped. The loss of stimulation occurred in 2008. While troubleshooting the patient was able to synchronize the patient programmer and increase the stimulation but still felt no stimulation sensation. Additional information received indicated the cause of the event was unknown. X-ray and reprogramming were done (no date provided). The device was replaced. The patient outcome was reported "no injury."